Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported while troubleshooting, medtronic representative renamed the latest backup file while following database corruption procedure but the issue could not be resolved. During bios booting for hard disk drive (hdd)a raid error occurred , switching the mobile view station (mvs) off and removing the hard drive with the error and restarting the viewing station did not resolve the issue. Turning the viewing station off and reinserting the hard drive displayed the same error, but another error message "an error has occurred that may have damaged the system integrity" was displayed. Representative replaced a computer and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, imaging system displayed an error message "an error has occurred that may have damaged the system integrity". There was no patient present at the time of the issue.